Manufacturer narrative:
Other, other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not work as intended, due to the tracheostomy cuff "not holding up". Patient was involved, no patient injury or adverse effects reported. Patient information is not available. The patient was fasted for potential tracheostomy change by tracheostomy team after reviewing in the morning. During the tracheostomy team rounds the cuff pressure was checked and re-inflated. Then rechecked after an hour and confirmed that it had dropped down to 18cm of h20 from 24cm of h20 within an hour. Tracheostomy tube was changed by tracheostomy team consultant. The tracheostomy tube that had been removed was checked by the tracheostomy team and when submerged in water there was water bubbles inside the cuff.

Manufacturer narrative:
Other, other text: d4: UDI updated - (B)(4). H6: evaluation codes updated. Device evaluation: one sample was returned. A visual inspection found the sample in good physical condition. The inflation test was done on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. No trend of similar customer complaints was identified. A DHR review was not completed as no lot number was provided.